Event description:
It was reported that following the implant of an evolut fx valve, the patient returned to the intensive care unit. An atrio-ventricular block developed along with st elevation, and the hemodynamics subsequently deteriorated. An echocardiogram was performed, and it was noted that the valve had migrated from the annulus starting with the non-coronary cusp side. The valve was detached from the annulus and was moving towards the ascending aorta, causing the outer skirt of the valve to occlude the right coronary artery. The hemodynamics continued to worsen. Subsequently, the patient was taken to surgery and a thoracotomy was performed. The valve was explanted and a surgical aortic valve was implanted. Following the surgery, the patients hemodynamics stabilized.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.